Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded an alert for atrial intrinsic amplitude out of range. Additionally, a recently stored electrogram (egm) showed intermittent atrial undersensing. Programmed atrial sensitivity is max 0.15 millivolts (mv). Atrial impedance is stable. Last in-clinic check was (B)(6) 2024. No adverse patient effects were reported. This product remains in service.